Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatments shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows thirty-nine successfully performed treatments. The patient¿s left eye was treated three times. The reported treatments could be identified in the logfiles. Root cause for this event could not be identified conclusively. An inappropriate insertion of the patient interface, together with thin flap planned, multiple docking attempts, docking technique could lead to the described event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the surgeon faced issues with inadequate flap formation and vertical gas breakthrough but successfully completed the flap using a microkeratome with no patient harm, patient left eye was involved, during lasik surgery. There are multiple related reports for this facility. This report addresses a patient initial be with left eye and other manufacturer reports will be filed.